Event description:
It was reported that the hinge on the arm of the scissors broke. Now the arm remains open all of the way.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.